Manufacturer narrative:
The device is not returning for analysis. The stent was implanted and the delivery system discarded. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a distal superficial femoral artery-popliteal, moderately calcified lesion. Shock waves were performed along with pre-dilatation with a 6.0 balloon to nominal for vessel preparation. The supera stent delivery system (sds) advanced to the lesion without issue and deployment was performed without an issue observed at that time. Once deployment finished, the tip/nose cone was then observed separated from the delivery system. Reportedly, the tip must had separated during deployment although this was not known at that time. Once deployment was thought to have finished, and during delivery system removal, the stent was then noted not fully deployed and had deployed some in the introducer sheath. During delivery system removal, the stent remained at the target lesion site, however, had elongated. The tip was thought to have separated during deployment, making it appear that the stent completely deployed when it had not. The elongated supera stent deployed partially within the intended calcified lesion, and partially within the undesired healthy tissue. Snare and a balloon catheter were used in an attempt to catch the separated tip, however, the tip had then embolized into the perineal. No further treatment was provided. There was no clinically significant delay. No additional information was provided regarding this issue.

Event description:
Subsequent to the previous medwatch report, the additional information was received: the embolized tip had been removed via snare.

Manufacturer narrative:
The device was not returned for analysis. A lot history record and similar incident query could not be conducted due as a lot number was not provided. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the delivery system was pulled back too much during deployment causing the stent to elongate and deploy into the introducer sheath. Additionally, the tip detachment likely occurred at the tip was being withdrawn through the section of the stent that was partially deployed in the sheath. The additional therapy/non-surgical treatment and embolism were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: patient code 2687 removed.